Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead trend graph could be misinterpreted the way it displays. An atrial lead revision had been done on (B) (6) 2010 and the lead trend graph shows an expected width line from (B) (6) to today ((B) (6) 2010). However, from (B) (6) back to (B) (6), there is a large solid bar that leads one to believe there was a variation from normal impedance up to or greater than 4000 ohms for that entire period. The reality is the high impedance was due to the lead revision done on (B) (6). Further information reported atrial lead impedance > 9999 ohms, lead fracture, and not able to sense p waves even at highest sensitivity (0.18mv). The lead was capped and replaced. The device remains in use. No patient complications were reported as a result of this event.